Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed an open wound from the ucor hfams patch. Patient described the area as burning and itching with sharp pain, stinging, and broken skin under the patch adhesive. There was no alleged device malfunction contributing to the wound. The patient's physician recommended temporary removal of the patch due to the wound. Outcome of the wound is unknown.